Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, difficulty ambulating, fluid collection and toxic cobalt-chromium metal debris to be released into the tissue.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 8/20/2014- pfs and medical records received. Part numbers were provided, but not lot numbers aren't legible. Revision operative note indicated there was corrison on the head, the stem was loose with subsidence, leg length discrepancy, and a malpositioned cup. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges psuedotumor ,metal wear/metallosis and elevated metal ions. The event description has been updated to indicate the allegations as reviewed. Updated product details.